Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that the arms unable to perform geometry movements. The quote was expired. No service has been performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's arms were unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.